Event description:
A customer reported the chemical indicator (ci) on the cyclesure® 24 biological indicator (bi) did not change color correctly after a completed sterrad® 100s cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
The alert date in the initial report is changed from (B)(4) 2016. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), retain testing and concomitant product evaluation. The DHR could not be reviewed since the lot number was not available. Trending analysis by lot number could not be reviewed as the lot number was not available. The sra indicates the risk associated with exposure to a quality problem with no impact on safety is "low." Retain product testing could not be performed since the lot number was not available. The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. Corrective maintenance was performed and the fse confirmed the unit met specifications after service. It is inconclusive whether the maintenance performed is related to the complaint issue. There is insufficient information to determine an assignable cause. The issue will continue to be tracked and trended.